Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient implanted with prodisc-l at l5-s1 on (B)(6) 2011. The implant was intact and functioning, although the patient was having leg pain. Reportedly, the implant was placed too far posterior. The implant was removed and an anterior fusion was performed on (B)(6) 2011. This is the 3rd of 3 reports submitted on this event.